Event description:
It was reported that this ambicor penile prosthesis (app) was not staying inflated, and the device would not hold an erection. The app was explanted. There were no patient complications reported.